Event description:
On (B)(6) 2025, a 62-year-old physically active male with possible history of hypertension underwent steerable ureteroscopic renal evacuation (sure) with cvac treatment for a 15 mm left side renal pelvic stone. This case marked the physician's third experience with the device. One month prior, the patient had undergone extracorporeal shock wave lithotripsy (eswl) which appeared to have had limited therapeutic effect. Although a urine culture had been ordered in preparation for sure, the managing physician was unaware that the testing had not been completed. The physician assumed the patient was negative for infection, so standard pre-procedure antibiotic protocol for infection reduction was not followed. On the day of the procedure, the patient received prophylactic antibiotics. Intraoperatively, a proximal ureteral stricture was encountered, necessitating substantial effort to achieve balloon dilation. The physician noted challenges with the balloon dilator, which did not collapse completely; the physician noted the balloon dilator could have caused extravasation due to ureteral manipulation. The stone was described as exceptionally hard, difficult to break, and involving the lower pole; the procedure required an extended period of time. Retrograde pyelogram after treatment demonstrated expected perinephric inflammation and extravasation. From the physician's perspective, there was no evidence of prolonged high intrarenal pressure during the case. On (B)(6) 2025 the patient returned with symptoms including fever, lethargy, nausea, shortness of breath, and hypotension. Laboratory findings included a lactate of 4.6mmol/l, elevated white count (16,000), elevated procalcitonin, hemoglobin 10g/dl, and acute kidney injury. Blood culture grew e. Coli while urine culture remained negative. Imaging revealed no residual stone, hematoma, or evidence of bleeding. The patient was admitted to the ICU for three days and was treated with IV fluids and antibiotics. The patient was discharged in stable condition on (B)(6) 2025. The ureteral stent placed during the procedure has since been removed.

Manufacturer narrative:
H6 health effect clinical code: 4581 appropriate term / code not available. Code used for the reported acute kidney injury. The manufacturer's investigation is currently in progress.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. The specific lot number of the device used during this procedure was not reported to calyxo; however, a lot history record (lhr) review of all device lots shipped to the account was performed which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that these device lots met all design and manufacturing specifications when released for distribution. It is reported that patients with a history of infection have a 30% chance of developing sepsis following ureteroscopy (urs). Sepsis is a recognized risk associated with ureteroscopic procedures, with an incidence of approximately 5% reported for urs.